Event description:
Caller reported potential false positive troponin I (tni) results on triage profiler sob test. Pt plasma sample was run on (B)(6) 2009. Doctor questioned tni result and ordered retest. Caller claims pt sample was not lipemic and hemolyzed; no sample is available to return to biosite for testing.

Manufacturer narrative:
Investigation pending.